Manufacturer narrative:
The complaint component was returned and analyzed, with no reported allegation. The ipp cylinders and pump were visually inspected and functionally tested. There was a leak in one of the cylinders body in the outer tube that was the result of a sharp instrument damage. It is unclear when this damage occurred. No other malfunction was identified. Product analysis identified a device malfunction with the device. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that inflatable penile prosthesis (ipp) was explanted due to unknown reasons.